Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. Depuy mitek has been informed that the lot number is not available.

Event description:
It was reported via phone by the sales rep that during a shoulder procedure, the inserter tip on the customer's bio knotless plus anchor broke off. The sales rep was not present at the case and was not told if the fragment was removed. There were no patient consequences. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the tip of the inserter was broken off. It is possible that when the anchor was successfully inserted into the bone hole, the user leveraged the inserter off axis thus causing the tip to break off. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available.

Event description:
Additional information provided by the sales rep via email on 5-23-18 confirming that another anchor was used to complete the repair and rep was not at case and it was not confirmed to him whether implant was left in or taken out.